Event description:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported) due to infection and skin overgrowth at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.